Event description:
It was reported that noise on the rv riata lead was observed. It was believed the episodes on the rv lead resembled noise and some vp inhibition. Lead was tested with provocative arm movements and was not reproducible. Patient was dependent. Emi noise was suspected. The lead remains implanted. The patient was stable.